Event description:
Customer reportedly obtained a result of 8.0 inr of the coaguchek xs system and 4.7 inr on a comparison lab. No treatment information provided. No adverse event reported in relation to these results. Requested return of suspect system and replacement was sent.